Event description:
The following was reported to hamilton medical ag: summary: a nurse in the hospital touched intellisync by mistake. Then, pinsp changed from 21 to 5 because support was set 5. We asked the hospital staff to use screen lock key to prevent it. But they request us to add the function. The function is that 'monitoring tab' is functional even if screen lock is active.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: see cer 143605.

Event description:
The following was reported to hamilton medical ag: summary: a nurse in the hospital touched intellisync by mistake. Then, pinsp chanded from 21 to 5 because support was set 5. We asked the hospital staff to use screen lock key to prevent it. But they request us to add the function. The function is that 'monitoring tab' is functional even if screen lock is active.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: see (B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information as requested.